Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was battery depletion ¿only.¿ no other cause was identified. The depletion was reported to be ¿normal.¿ a replacement occurred on 2013 (B)(6) and it resulted in an improvement of symptoms for the patient. No hospitalization was required and the patient outcome was no injury.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that ¿it was helping them at one point, but now it was not helping.¿ the patient had been having back pain for the past three years and it was unknown if it was related to the patient¿s interstitial cystitis (ic) disease. It was also noted the patient had been having pain recently near the device site. The pain site was in the same area of their ic. The patient had an appointment with their physician in a week. Programs were changed at the time of the call. Five days later, it was indicated the patient went to the emergency room (ER) due to pelvic pain from their ic. The pain was the reason the patient got the device. About a week and a half prior to this call, the patient had their settings changed. About an hour after the change, the patient felt ¿burning¿ and turned it down. The patient would feel ¿intermittent¿ burning at times. The device reportedly was ¿not working¿ like it did before. Programs were again changed at the time of the call. Four days later, due to the pain and the burning sensation at the device pocket, the device was reprogrammed. Information received five days later reported the patient was still having concerns regarding their device or therapy, but was working with their doctor of manufacturer representative. The patient¿s back was burning or hurting. It was noted that the ER doctor reportedly stated ¿there may be something wrong leads.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v164575, implanted: (B)(6) 2008, product type: lead. (B)(4).